Manufacturer narrative:
Samples were collected in bd lithium heparin tubes with gel and were centrifuged for 3 minutes. Qc files were reviewed and all tests were found to be within bci qc specifications. A field service engineer (fse) was on-site in 2008 to perform a scheduled weekly instrument inspection: fse performed a system check and diagnostic testing which both met specifications. Fse re-spun the original patient sample and processed it on the instrument and obtained the following accutni results - 0.60, 0.07, 0.08, 0.08, 0.08, and 0.09ng/ml. Fse also made note that a small button of red and white cells were observed in the bottom of the sample tube. A bci systems specialist was at the customer site for three days, to work with the site to discuss various issues and will be continuing to do so to resolve the lab's issues. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.70ng/ml. When tested on a different instrument, it gave a result of 0.07ng/ml. An accutni result of 0.11ng/ml was obtained on the patient the previous week. An accutni result of 0.04ng/ml was also obtained for the patient previous to the event. The erroneous result was reported outside the laboratory. It is unknown if there was a change to patient treatment attributed to or connected with this event.